Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 07343, 0001822565 - 2017 - 07344. Date article was published. Report source: literature spross, c., zeledon, r., zdravkovic, v., & jost, b. (2017). How bone quality may influence intraoperative and early postoperative problems after angular stable open reduction¿internal fixation of proximal humeral fractures. Journal of shoulder and elbow surgery. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The journal reported 5 patients had infections during treatment and 3 fractures that were suspected to be pathologic. There is no additional information available and patient outcome is unknown.